Event description:
Event description guidant received information that due to inappropriate shocks caused by a fracture of the tip conductor and it's connections, this endurance rx lead has been removed from service and replaced with another lead.